Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the nav-ring malfunctioned during pre-use set up for patient use. The device was evaluated by the customer who confirmed the reported issue and contacted product support to request service repair. The customer reported that the unit was not in use on a patient. The issue was discovered during set up for patient use. The unit was not used on patient as a result of the failure. The biomed replaced the front bezel to address the reported issue. The device was reported to have been serviced by the customer and put back into service.